Event description:
It was reported that there was medication leak at the y site. The leak occurred after filling the device with normal saline and an unspecified drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection was performed on the device and it revealed that it had an inverted septum at the y site, where the solution leaked. The reported condition was verified. The cause of the condition was related to the material supplied (y site). The supplier of the y site was notified about the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.